Event description:
It was reported that during a scheduled bilateral osteomony, the pt'surgeon could only complete one side as one of the plates would not fit over the lag screw. The other side had to be rescheduled the following week. There was no injury to the pt. However, since the surgeon only had two devices, one for each side, he was unable to complete the procedure as he intended. The other side was completed on october 9.